Event description:
The site submitted an adverse event form indicating "wound related - draining wound - no infection". There was no causative event. It was indicated as no device related. It was a serious event due to its result in inpatient hospitalization, and necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient underwent a revision of the acetabular insert, and femoral bearing head. It was considered resolved approx. 5 months later.

Manufacturer narrative:
Investigation in process. No additional info available at this time.